Event description:
It was reported that a shaft break occurred. A promus premier select 32 x 2.25 drug-eluting balloon expandable stent was selected to treat angina pectoris. While advancing the promus premier stent delivery system into the 5 french guide catheter the shaft broke. Resistance was not felt during advancement. The broken stent delivery system was removed along with the guide catheter and guidewire. The stent was inside the guide catheter. No patient harm resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A promus premier select 32 x 2.25 drug-eluting balloon expandable stent was selected to treat angina pectoris. While advancing the promus premier stent delivery system into the 5 french guide catheter the shaft broke. Resistance was not felt during advancement. The broken stent delivery system was removed along with the guide catheter and guidewire. The stent was inside the guide catheter. No patient harm resulted in relation to this event. It was further reported that the shaft broke while advancing stent inside the 5f guide catheter. The detached promus premier select was removed together with the 5f guide catheter. The lesion was noted to very straight and there was no resistance felt during advancement.

Event description:
It was reported that a shaft break occurred. A promus premier select 32 x 2.25 drug-eluting balloon expandable stent was selected to treat angina pectoris. While advancing the promus premier stent delivery system into the 5 french guide catheter the shaft broke. Resistance was not felt during advancement. The broken stent delivery system was removed along with the guide catheter and guidewire. The stent was inside the guide catheter. No patient harm resulted in relation to this event. It was further reported that the shaft broke while advancing stent inside the 5f guide catheter. The detached promus premier select was removed together with the 5f guide catheter. The lesion was noted to very straight and there was no resistance felt during advancement.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select 16 x 3.00 mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found a break situated at 40 cm proximal to the wire exchange port as well as multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified.